Event description:
The lesion was 90% of stenosis with severe calcification and very tortuously at lad mid. The pt2 wire was advanced to lad distal and the imaging was performed before pci. When it was tried to remove after that, it got stuck between the wire and the catheter. The wire was positioned along with the catheter from the exit port. Then, the catheter was removed with the wire. .

Manufacturer narrative:
The technician evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.